Manufacturer narrative:
(B)(4). Device evaluation: device evaluation anticipated, but not yet begun.

Event description:
Patient demographics: gender: female, patient medical history: osteoporotic fracture it was reported that on (B)(6) 2015, intra-op, the balloon ruptured while inflating inside an osteoporotic vertebral body (t12), surgeon changed it for a new one. Nothing happened to the patient. Product came in contact with the patient. No patient complications were reported. The level treated was a t11. No piece was left in the patient.

Manufacturer narrative:
Additional information: product analysis: during functional analysis it was not more possible to inflate the balloon probably due to a hole or leak. During visual analysis, the inflation issue is confirmed after a large radial rupture was discovered on the distal peak of the balloon (att. 3 <(>&<)> 4). Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.